Event description:
It was reported that the patient is not having access to sound. At 25 days ago he began to have access to sound with intermittences and he had a sensation that something was moving inside his ear. He also felt that something was moving in his ear while he blew his nose.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.